Event description:
It was reported the pt's system was explanted. Attempts to determine the reason for the surgical intervention were unsuccessful. The ipg was returned for analysis.

Manufacturer narrative:
Evaluation results: there was no alleged failure reported on the ipg. As received, the ipg was non-functional. The ipg can was cut open and optical inspection revealed no anomalies on the battery, pcb and can. However, the ipg battery was depleted. The ipg battery was then charged using an external power source. The ipg was functionally tested and passed all testing. The depleted battery was likely due to lack of charging, however, there is inadequate info to help determined the root cause of the depleted battery. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.